Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product involved in the reported event was returned for investigation and visually assessed. Visual review of the returned ceramic head confirms company's etch present. Size etch is incomplete due to fracture. Ceramic head was returned fractured and only two pieces were returned for evaluation. The head is split into equal halves. Fractured fragments are confirmed missing from the spherical top surface and along the fractured halves edges. A larger piece(s) fractured near the taper hole rim and size etch and was not returned. Taper hole, spherical surface, and rim show signs of use, metal wear marks, metal transfer. No other damage was noted. Further analysis of the returned product will not be performed as the fracture was not associated with a potential device malfunction but a patient fall. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiographs were provided and not sent to a radiologist for review because the explant photos and subsequently returned product provide sufficient evidence of the implant fracture. Based on the available information, the reported event can be confirmed. The root cause of the reported issue is likely attributed to the patient fall as was reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery on the left hip approximately four years post implantation due the fracture the ceramic head caused by a patient's fall. The surgeon retrieved all of the pieces possible, however here is a possibility that some little pieces were retained in a patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.